Manufacturer narrative:
(B)(4). Additional concomitant medical products: item# unknown, unknown stem lot# unknown; item# unknown, unknown cup lot# unknown; item# uknown, unknown liner lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of xray which indicated dislocation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05785.

Event description:
It was reported that patient was being considered for revision due to dislocation. Attempts were made to obtain additional information; however, none was available.